Event description:
It was reported that a spectrum pump alarmed close door message during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, "close door alarm" was not reproduced. A review of the event history log revealed "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to corrosion on the lower aux flex tail. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.